Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, implanted: (B)(6) 2015, product type: programmer, patient. (B)(4).

Event description:
A healthcare provider and a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that the patient was having a hard time seeing the patient programmer screen as the icons were too small for him. On (B)(6) 2016, he wanted to know how to turn of the implantable neurostimulator (ins) as he was having an MRI on his head. On (B)(6) 2016, the healthcare provider saw the poor communication screen multiple times, but after learning how to operate the patient programmer correctly they were able to successfully turn the ins on and off and troubleshooting resolved the issue. The patient did not feel stimulation and wasn¿t sure if his device was working since sometime last week. No programmer product information, potential event cause, troubleshooting, or interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional info rmation is received, a follow-up report will be sent.